Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a defective keypad; this condition had the potential to interrupt delivery. This condition was found in the central sterile department after start-up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with defective keypad was confirmed during testing. Service attempted to replace the keypad and bezel but the problem persisted. After replacing the user interface module printed circuit board (uim pcb), the problem was finally remediated. The cause of the reported condition was determined to be defective uim pcb. A service history review revealed no previous service events were related to the reported condition. However, during previous service on (B)(6) 2007, the uim pcb was replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved an unremediated infusion pump with user interface module master software version 5.04.00.